Event description:
Account stated that the hilow on this bed is drifting.

Manufacturer narrative:
Technical support advised account to clean the hilow brake bearing. Account cleaned the hilow brake to repair this bed.